Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during percutaneous peripheral intervention, a balloon rupture occurred. Vascular access was obtained at the right brachial artery. The 90% stenosed target lesion was located in the severely calcified, and moderately tortuous right common iliac artery. A 8.0 x 20 x 135 cm express vascular ld was used. While advancing the device to the target lesion, the stent came in contact with the calcification area. The device was able to cross the lesion however the balloon of the delivery system ruptured. The stent delivery system was retrieved and the procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.